Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received an unexpected restart alarm. The customer¿s blood glucose level was 7.2 mmol/l. Troubleshooting was performed for unexpected restart alarm and noticed alarm occurred on multiple occasions. Even a battery change would not solve the problem that was occurring. Alarm keeps reoccurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed unexpected restart error after battery change and resets time and date to factory default due to voltage leak at interface board.